Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device did not form complete clips. The device was removed and fired a few times and it worked fine. The same device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.